Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving bupivacaine (10 mg/ml) at "4.066" per day and morphine (32 mg/ml) at 13.010 mg/day via an implantable pump. It was noted that the patient had been on as much as 22 mg/day of morphine with their previous managing hcp. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015 at 5:38 am motor stall occurred; recovery noted the same day at 5:55 am. On (B)(6) 2015 at 9:15 pm motor stall occurred; recovery noted on (B)(6) 2015 at 5:38 pm. On (B)(6) 2015 at 1:16 pm motor stall occurred; recovery noted on (B)(6) 2015 at 2:25 pm. On (B)(6) 2015 motor stall occurred; recovery was noted on (B)(6) 2015, following interrogation. The was no report of a recent magnetic resonance imaging (MRI). Since (B)(6) 2015, reported as "last week" (as of (B)(6) 2015), the patient had been in withdrawal; the onset was reported as sudden.additional information regarding actions/interventions taken to resolve the motor stalls and withdrawal, cause of the motor stall, and resolution of the motor stalls and withdrawal has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use included spinal pain. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances,"but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.